Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an issue with the lock button. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the lock button was non-functional; the button was flat and out of electrical specification. Analysis also noted that the lower case was broken, the output connector assembly was broken, the hanger assembly was broken, the main printed circuit board (pcb) was out of electrical specification, and the display wires were pinched with compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.